Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no liquid in the vial and the lens was dry. White powder was noticed in the packaging. This was noticed during preparation for use. The doctor tried loading the lens into the cartridge. However, the lens was not used, and a second lens of the same model was implanted.